Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer would clear the malfunction alarm and declined to complete the system check at the time of report. There was no reported adverse impact to the customer's blood glucose level.